Manufacturer narrative:
(B)(4).the g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection. No additional patient or event information is available.